Manufacturer narrative:
Ref comp # (B)(4). Manufacturer has requested to investigate the heat generation test of operator call and any contact between the subject and the operator call body. The presence of a loop in the operator call cable and a body loop in the arm that was holding the opeator call but were unable to get the results. Based on the investigation reports manufacturer has concluded that there is no problem with the MRI system and receiver coil, call ball and the patient setting was no problem.

Manufacturer narrative:
Ref (B)(4).

Event description:
On march 26th 2024 fujifilm healthcare americas corporation was informed of an event involving sys/mr/echelon xl 1.5t. It was reported that the patient call switch caused a patient burn. There was a patient burn. The burn incident occurred on (B)(6) 2024. It is a dime size burn on the patients chest. The patient called the customer after going home. He stated that while in the MRI he felt an electrical like pain on his chest where he was holding the call button. He then moved the button and finished the test. It was not until the patient got home and changed his shirt that he noticed a bubble/burn that later broke open. The patient returned the next day to show us the burn. The patient did not seek medical attention. He put neosporine on the area. He stated he just wanted the site to be aware so that it would not happen to another patient. No other information was provided.